Manufacturer narrative:
The pump was not returned to animas. The pt increased her basal insulin delivery rates, which may have caused her blood glucose levels to decrease, requiring treatment from her husband. No conclusions can be made from product investigation and there is no evidence of a pump malfunction.

Event description:
The pt contacted animas to obtain assistance in changing her basal rates. She states she increased her basal insulin rates from 0.25 units per hr to 1.0 unit per hr settings starting at 12 am and 0.5 units per hr starting at 9 pm w/o following the prescription or advice from her doctor. She states that her blood glucose level was 19 mg/dl in the morning. Her husband reportedly treated her with juice and sugar and the pt did not seek medical attention. The blood glucose results were reportedly resolved with the juice and sugar given by her husband.